Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported will not respond (blank screen), which was observed during evaluation as a white screen. The cause was determined to be a loose printed circuit board and missing two printed circuit board screws. The processor printed circuit board was installed to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a blank screen. There was no known patient injury or medical intervention associated with this event. No additional information is available.